Event description:
Pt was walking down hall and tripped over his feet and fell on his face. Pt lying on floor face down with walker on top of him. Log rolled to back. A 3" laceration beside left eye, 1" laceration left cheek, skin tear left hand. Bp 100/100 apt 130 pupils unequal and sluggish; (1630) bp 180/104 ap 84 skin pale and diaphoretic, face flushed. Sent to ER per ambulance per dr order. Returned to facility with diagnosis CT scan-skull frx with both epidural and subdural hematoma, right hand shift. Dnr lacerations on left head sutured. Unresponsive to stimuli but responding to deep pain. Condition terminal. Expired 4/15/94 at 6:26 am.